Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The seal plugs were removed so the setscrews could be examined; no irregularities in the screw threads were observed. An x-ray of the device header was performed, confirming the header wires were intact. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Laboratory testing was unable to confirm the reported clinical observations, as the device performed as expected during our evaluation.

Event description:
Boston scientific received information that following a successful device and right ventricular lead implant, undersensing and low amplitude were observed. It was reported that prior to lead-device connection, measurements through the system analyzer were favorable; however, once connected to the device (following pocket closure) notable qrs complex undersensing and low amplitudes were exhibited. System reprogramming troubleshooting and a subsequent right ventricular lead repositioning, failed to improve measurements and the device was ultimately explanted. Another boston scientific device was implanted and favorable measurements obtained. The explanted device will be returned for a post market product evaluation. No resulting adverse patient effects were reported.

Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated.